Event description:
On 02/29/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9297-25 avl angled reamer sleeve assembly, 25 and an ar-9676 angled reamer drive shaft cold welded and would not come apart out of the augmented vaultlock glenoid instruments. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint is confirmed. -one unpackaged ar-9676 / batch 022304 was received for investigation. The reamer ar-9676 was received stuck inside an ar-9297-25 / batch 052224. -the shoulder of the ar-9676 is sitting flush against the sleeve. Because the devices were stuck, no functional testing was possible. -visual evaluation found multiple dents and scratches around the shaft and in the collar sleeve. -the observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.